Event description:
It was reported that the 9600 system intermittently had arching from the x-ray tube and there was a saturation system was rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced and the collimator was aligned during the service call. The system was tested, and found to be working as intended, and put back into service.